Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high capture threshold and high pacing impedance. On imaging, lack of lead slack was noted. The product was explanted and successfully replaced. Patient was stable before and after the procedure.